Event description:
A patient of unknown age and gender presented for a diagnostic cardiac catheterization. During the procedure, the soft tip of the catheter separated from the catheter shaft inside the patient. The physician who was performing the procedure, successfully retrieved the tip from the patient. There was no harm to the patient and no further medical intervention was required.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.